Event description:
It was reported that a patient experienced a no-flow/non-delivery during use of an infusor elastomeric device. The device was used for two days in the patient's home. The nurse at the hospital noticed that the drug solution did not seem to have been decreased at all. The drug(s) administered to the patient is/are unknown. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 13k086 was manufactured october 28, 2013 ¿ october 29, 2013. Evaluation information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 105ml of fluid in the reservoir. The distal luer cap was removed; a visual inspection identified that there was no flow. Upon microscopic inspection it was identified that the cause of the no flow was micro bubbles blocking the fluid path inside of the lumen of the glass capillary. The cause of the micro bubbles is unknown. Should additional relevant information become available, a supplemental report will be submitted.